Event description:
It was reported that approximately one month after implantation of a vena cava filter during the scheduled retrieval, a detached filter arm was identified. The filter and detached arm were successfully retrieved with a snare device. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.